Manufacturer narrative:
Correction: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ventricular tachycardia was induced during radiofrequency energy delivery in the right atrium.

Event description:
It was reported that during a cardiac ablation procedure for atrioventricular nodal reentrant tachycardia ablation, ventricular tachycardia was induced during radiofrequency energy delivery in the right atrial lead. The patient had a pre-existing condition of poor cardiac function and an implantable medtronic crt-d. Cardioversion was performed to terminate the ventricular arrhythmia. The case was switched to another manufacturer's system to complete. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.